Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherent risk of device because the primary reported observation of under-sensing is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient in the hospital with a lvad and pacemaker device, exhibited under-sensing and failure to capture on the right atrial (ra) lead channel. Ra sensitivity was put to the minimum value 0.15 mv and af markers appeared. Ra thresholds were not seen due to failure to capture. Sensitivity was set to maximum output of 5v2ms. Signal on the ra channel did not change due to atrial fibrillation. The physician will continue to monitor the patient. The device remains implanted. Attempts to obtain the model/serial of the ra lead have been unsuccessful. No adverse patient effects were reported.